Event description:
It was reported that the medfusion pump had an issue with the syringe plunger rate. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other text: h10 device evaluation: one medfusion pump was returned for investigation in used condition. The reported issue with the syringe was confirmed in the event history log (ehl). The following message was displayed in the ehl: check syringe plunger sensor. This alarm was also reproduced during power up. The alarm was produced because the timing plates were incorrectly assembled by the end user. A user interface issue was therefore established as the root cause. The plunger assembly was reassembled to correct the issue.